Manufacturer narrative:
H11. A review of the device¿s service history confirmed that no similar events have been communicated to livanova since the date of manufacturing. A review of complaints database did not identify any trends associated with this type of fault. Following the investigation, the root cause could not be conclusively determined. However, the possibility that the event resulted from a temporary and isolated malfunction of the gas blender cannot be excluded. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H.11 livanova deutschland manufactures the electronic gas blender, the event occurred in australia. Through follow up communication with the perfusionist, it was learned that the gas blender lines remained connected throughout the procedure and it functioned correctly until the team attempted to exit the cockpit screen. It was confirmed that the fault occurred only once. A basic functional check has been performed as part of the technical activities and device is currently in use without any reported issues. Serial read out files (real time device parameters and setting recording file) have been collected for analysis. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the essenz cockpit showed the error gas blender defective (e1000). The issue occurred during procedure. There is no report of any patient injury.